Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing sensing integrity counts (sic) that are suspected to be related to t-wave oversensing (twos). Additionally, the r-waves have diminished over the same period of time. The lead remains in use. No patient complications have been reported as a result of this event.